Event description:
It was reported that when using the bd pyxis medstation system, the full-height auxiliary drawer 5 did not open correctly and caused the drawer to fail due to rail issue. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had drawer failure due to faulty rails. A field service engineer sated that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. A field service engineer replaced the drawer 5 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.